Event description:
Report received of an overdelivery. The customer reported the pump was returned to the biomedical department with an unsigned note that stated, "broken." During preventative maintenence testing at the user facility, the device was programmed in the continuous mode, with a rate of 25ml/hr, and a 500ml container size. After two hours, the pump delivered "over 70ml instead of the expected 50mls." Delivery accuracy for this device requires delivery of +/- 5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use.